Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained alinity ict reference solution lot 29416un24. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 29416un24, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity ict reference solution lot 29416un24 was identified.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module. The customer states a sample will initially run critically high (which is automatically flagged for repeat by the lis) but will repeat normal. The following results were provided normal range 3.5 - 5.0 (all results in mmol/l): sid (B)(6), initial 7.3, repeat 4.2, sid (B)(6), initial 6.5, repeat 4.0, sid (B)(6), initial 6.6, repeat 3.9. No impact to patient management was reported.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module. The customer states a sample will initially run critically high (which is automatically flagged for repeat by the lis) but will repeat normal. The following results were provided normal range 3.5 - 5.0 (all results in mmol/l): sid (B)(6) initial 7.3, repeat 4.2; sid (B)(6) initial 6.5, repeat 4.0; sid (B)(6) initial 6.6, repeat 3.9. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.